Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported on a (B)(6) clinical study that the patient was revised to a tep.

Manufacturer narrative:
The product was not returned to stryker (B)(6). Thus, no physical examination was possible. Below report is based on available information, only. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. It should be noted that no physical failure of the product in question was subject of the reported event ¿ provided x-rays had revealed complete function after an implantation period of nearly. 2 weeks - but a wound infection issue was alleged having occurred after an implantation period of approx. 9 days which ¿ according to received report form - had been solved already on (B)(6) 2011. The reported implantation of the tep was made on (B)(6) 2012. With given information it could not be determined why prosthesis was implanted after additionally 2 months. Based on received information the event had occurred roughly 3 years ago and had now been filed due to formal reasons. Wound infection was covered by (B)(4)resulting in no finding regarding product quality. None of the remaining products with the same lot have been reported to have caused any complaints. Important note from the study centre: ¿the gamma3 follow-up clinical investigation was started long time before the regular medical expert review of complications from clinical investigations was implemented. Study start was (B)(6) 2005 and (B)(4) revision including medical expert review was first implemented in q4 2010. To close the gap, it was decided to review all complications classified as saes and ae by the site investigators in one go, before the final report can be finalized. With this it can be ensured, that regardless of the initial complication classification from the site investigators, no case was missed to be reported (even if the device relation is only a potential one and not directly obvious). ¿ all adverse events classified as ade (adverse device effect) were checked and a per/pi number was filed correctly for all cases (14xade). ¿ all adverse events classified as sade (serious adverse device effect) were checked and a per/pi number was filed correctly for all cases (27xsade). ¿ all adverse events classified as ae (adverse event, not serious and not device related) were checked (137xae) - no MDR reporting needed. They were confirmed by medical expert as being correct on (B)(6) 2014 ¿ all adverse events classified as sae (serious adverse effect) were checked (183xsae) -> after the medical expert review, 16 cases initially classified as sae should be reported as sade, due to the fact that the device relation cannot be fully excluded! ¿based on limited information and referring to that no deviation was found in the manufacturing documents a deficiency in the implant in question was not verified.

Event description:
It was reported on a pm clinical study that the patient was revised to a tep.